Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7081113/7080361.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) due to migration. It was also confirmed through x-ray that the patients spinal cord stimulator (scs) leads had migrated causing inadequate stimulation. The patient underwent a procedure wherein the ipg and leads were repositioned. The patient was doing well postoperatively, and the devices remain implanted.